Event description:
It was reported that during the one-day post-operative visit after implantation of an intraocular lens (iol) into the left eye, the surgeon noted the patient presented with 1+ edema, 4+ fibrin, and trace sliver of hypopyon. This reaction was diagnosed as toxic anterior segment syndrome (tass). In the surgeon's opinion, the most likely cause of event is possibly from the visco and lido/phen. Patient outcome is good. The following medications were prescribed for use at home postoperatively: neomycin & polymyxin & dexamethasone dose: 1 small ribbon frequency: once pred-moxi-brom 1%, .5%, 0.075% dose: 1gtt frequency: tid 2 weeks, bid 1 week, qd 1 week durezol dose: 1gtt frequency: qhourly duration: till directed otherwise moxifloxacin dose: 1gtt frequency: qhourly duration: till directed otherwise.

Manufacturer narrative:
The serial number of the handpiece used in the event was not recorded by the account. As a serial number for the device was not provided, the associated device history record was not reviewed. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause of this event could not be conclusively determined.